Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed and reproduced a door not fully latched alarm. Further evaluation found that the alarm was caused by a loose link screw. The link screw was adjusted during evaluation with the device performing as expected. The link screws have been replaced during the repair process.

Event description:
During baxter's functional testing, a spectrum pump alarmed for a door not fully latched alarm. Any patient injury is unknown, as this occurred during testing.